Event description:
It was reported that the customer was hospitalized with hypoglycemic event last (B)(6) 2014. The event was caused by the increase of insulin by her healthcare provider to help the a1cs and the customer's condition of gastro paresis. Customer needed assistance in reviewing the basal rates and mentioned that patient was in the hospital. Customer's blood glucose was unknown. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.